Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000275948 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not deploy out of the delivery tube. It appeared that the plunger was not able to push the seal out of the delivery tube. Another hsk-3038 was opened to complete the case. No known injury to patient.